Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was hospitalized due to titration of duodopa. The patient experienced infection on peg area and increased crp level in blood, oral moksofen 2x400 mg was treatment drug. On (B)(6) 2018 the physician stated that the diagnosis of the patient was multi system atrophy. Therefore, duodopa usage was stopped on (B)(6) 2018.

Manufacturer narrative:
Reference record (B)(4).

Event description:
The route of the treatment medication moxifloxacin (moksofen) was IV.